Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that after completing 37 ablations without incident, the fara pulse console started reporting 301 errors. As part of troubleshooting a sequence of actions were taken but the issue persisted. It was not possible to resolve the issue and the procedure was incomplete. No patient complications occurred. There is not any indication if the console will be returned. It was confirmed that the procedure was cancelled after patient was sedated and intubated, it was cancelled due to bsc device malfunction and general anesthesia was used on patient. Following information was provided regarding the console used upn: 61m401 farastar ablation generator EU/ batch: 104027805. It was confirmed that the device will be returned to johannesburg warehouse, however no shipping information was provided